Manufacturer narrative:
Evaluation of the customer issue included a search for similar complaints, review of instrument logs, a review of historical data, review of the design history file and review of the product quality history. No adverse trend, non-conformances, potential non-conformances, or deviations were identified for the customer issue. Labeling was reviewed and found to be adequate. Testing was performed using in-house retained kits and the testing met all specifications. Based on all available information no product deficiency was identified.

Manufacturer narrative:
Patient identifier of multiple is sid (B)(6). Patient age sid (B)(6). No other sid ages provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect bhcg results on 4 samples that repeated negative. Sid (B)(6) was architect bhcg positive (218.80 iu/ml) but repeated negative and immunochromatography nonreactive. Sid (B)(6) was architect bhcg positive (616.19 iu/ml) but repeated negative and immunochromatography nonreactive. Sid (B)(6) was architect bhcg positive (714.10 iu/ml). But repeated negative and immunochromatography nonreactive. Sid (B)(6) was architect bhcg positive (191.44 iu/ml) but repeated negative and immunochromatography nonreactive. No impact to patient management was reported. Patient race/ ethnicity was not provided.